Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump intermittently shuts down. In addition, it was reported that the customer was hospitalized. The suspected cause of the hospitalization was not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.